Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It has been reported the devices were not revised and remain in situ. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4) study: patient (B)(6) has had an adverse event for "trochanteric bursitis right hip". The site have assessed this as having a remote possibility of relatedness to the devise and the procedure.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned a search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened. Depuy will notify the FDA when the investigation is completeif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.